Event description:
Ous MDR - the patient came to the hospital for a follow-up. Lead failure was noticed on (B)(6) 2013 leading to atrial and ventricular auto-capture being disabled. There was an alert regarding unipolar lead failure that was detected in the rv. The patient showed 3rd degree av block with no capture. The technician was able to measure thresholds in both unipolar and bipolar, without any problems. He measured normal impedances as well. So, he reprogrammed the earlier settings from the pacemaker and that was successful. However, it was agreed the patient needed a lead change-out and while they were changing out the lead, the decision was made to replace the pacemaker as well.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches and burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker¿s memory content was analyzed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.